Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to process residue on capacitor, designator c156 on the analog pcb assembly. This resulted in a voltage drop on leg 3 of the capacitor, which caused the reported issue. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. Upon further evaluation of the device, physio-control observed that the device was unable to detect a shockable ECG rhythm with the input of a simulated ventricular fibrillation ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.